Manufacturer narrative:
(B)(6). Results: bdj received 1 sample and 1 photo from the customer facility for investigation. Bdj confirmed there was v shaped crack on the bottom of tube and blood leaked from the defect. The photos were evaluated and the customer's indicated failure mode for tube leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed. Bd was not able to duplicate customers indicated failure mode, break appears to have occured following centrifugation, and not a manufacturing defect. Based on the investigation, a root cause could not be determined as to when or how damaged occured within the scope of this evaluation.

Event description:
It was reported by customer that there was blood leakage from a bd vacutainer® brand sst¿ ii tube (16x100mm,8.5ml) with the yellow/red bd hemogard¿, due to the breakage of tube following centrifugation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.